Event description:
Rn went to disconnect the IV tubing from the patient as the fluids were discontinued. When she took the tubing out of the pump, she noticed a large balloon had formed at the top of the air-sensing part of the tubing, no harm observed to patient. FDA safety report ID # (B)(4).